Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: cocr ball head 32 size s - ref. (B)(4) / lot 120548 (60 heads produced): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cyclings. The 29 heads belonging to this lot have been already implanted and no incidents have been reported up to now. Mpact hc pe liner 32/d (k103721): ref. (B)(4) / lot 102199 (11 liners produced): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cyclings. All the items belonging to this lot have been already implanted and no incidents have been reported up to now. Mpact shell two holes 48 (k103721): ref. (B)(4) - lot 092479 (21 cups produced): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cyclings. All the items belonging to this lot have been already implanted and no incidents have been reported up to now. Mpact cancellous bone screw l 25 6, 5 (k103721): ref. (B)(4) - lot 103026 (100 screws produced / 53 implanted): all parameters have been found to be in accordance with the specifications valid at the time of manufacturing and no incidents have been reported up to now. From the data collected, there are no evidences that the infection is device related.